Manufacturer narrative:
The subject device passed the water leak test after the device replacement. After reprocessing, the subject device was connected to the video system center concomitantly used in the procedure to confirm a reproduction at the user facility, but the phenomenon did not duplicate. This device referenced in this report has been returned to olympus medical systems corp. But the evaluation has not been completed. The manufacturing record of the subject device was reviewed with no abnormality possibly associated with the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a laparoscopic gastrectomy procedure, the image still function worked but the image recording function did not work. A few minutes after the user facility continued the procedure, the image recording function worked continuously even though the physician did not operated. The subject device was replaced with another device of the same model and the procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This supplemental report is being submitted as additional information has been obtained because the subject device has been evaluated by olympus medical systems corp. During the evaluation, the reported image anomaly was not duplicated. The subject device passed the water leak test. There was no irregularities found in the condition of the device assembly, the dimensions of the parts related to switch operation, electric wiring of inside the video connector and electrical conduction of remote switches. Furthermore, the subject device was disassembled and checked, but no irregularities were found. The exact cause of the reported event could not be conclusively determined however, there will be a possibility that foreign material was temporarily adhering to the contact point of the video connector of the subject device and/or video system center.